Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) indicated incorrect pacing measurements and a placement/position difficulty. The leadless ipg delivery system exhibited deflection difficulty, placemen/position diffi culty and a defective curve. Several attempts lead to leadless ipg and delivery system deformation. The leadless ipg was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the first deployment was in an incorrect position. After recapturing the leadless ipg, it became impossible to reach another position due the incorrect torque control mechanism. It was noted that when trying to deflect the device for the second attempt with incorrect shape. Leadless ipg was attempted / not implanted and was replaced. It was also reported that during the implant procedure the replacement leadless implantable pulse generator (ipg) exhibited high and variable thresholds and placement/position difficulty. The leadless ipg delivery system exhibited deflection difficulty, placement/position difficulty and a defective curve. Several attempts led to delivery system deformation. The replacement leadless ipg was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [product ID-delsys mc1vr01] (serial: (B)(6)]). D9: no h3: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.